Event description:
The device was connected to an emergency room pt for cardiac monitoring. According to the reporter, the pt's ECG was not properly displayed on the device. The reporter stated the device then made a "pop" sound and would not display the pt's ECG. Another device was immediately called for and used. The pt's condition deteriorated to a cardiac arrest and several countershocks were administered by the backup device but the pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator/monitor.

Manufacturer narrative:
In an evaluation of the device, the local physio-control service representative observed a failure of the device to power up. The device's power supply, the defib charger pcb assembly, was replaced, a complete functional test performed, proper operation observed and the unit returned to the customer for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to the FDA.